Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.

Event description:
It was reported that the patient presented with adjacent segment failure at l2-3 following previous l3-s1 fusion. Patient underwent a procedure for plif l2-3 and posterolateral fusion t9-l4 with instrumentation t9-l4 using rhbmp-2/acs and local bone, cancellous chips, allograft, posterior fixation, and external bone stimulator. The bmp was placed outside the implant in in the bone void defect. At 5 months post-op the patient was noted to have prominent/symptomatic implants.